Event description:
(B)(4) product quality issue reported in jpsr: I was giving the veteran a tetanus vaccine using the smith medical hypodermic needle-pro edge safety device needle 25g x 1 in, ref 402510, the medication squirted out the side of the needle. I had cleared the air from the syringe prior, no leak noted. Needle inserted easily into arm using proper technique. Smith medical jelco hypodermic needle; lot 4326978; ee/mx 402510 no complain pain from veteran.